Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device hospital retained device.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
Revision surgery of an accolade ii stem due to a peri-prosthetic fracture which was the result of a patient fall.

Event description:
Revision surgery of an accolade ii stem due to a peri-prosthetic fracture which was the result of a patient fall.